Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's x-rays were sent to their doctor, and that their doctor would not be taking any action. The patient is still having the same problems. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that about a week ago, patient felt a jolt and then lost therapy. Rep was with the patient and tried programming on different electrodes and again the patient felt a jolt and then felt therapy, but after that felt nothing. Caller was muffled, but it sounded like some impedances went up to 4600. Rep tried most and the patient feels nothing. No further complications were reported. On 2020-mar-27 additional information was received from the rep. Rep provided the serial number of the ins. The cause was not known at the time. Physician ordered x-rays to see connection of stimulator and leads and wanted patient to turn off his stimulator for at least a month. The issue was not resolved at the time. Patient's weight was unknown. The provided information was confirmed with the physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer clarified that their doctor told them if they wanted to get the battery leads checked or replaced they would have to wait six months.